Event description:
Device 1 of 2. Ref. MFR. Report:# 1627487-2014-00251. The pt's (australia) peripheral nerve stimulation system (off-label) includes two percutaneous leads from different lots. It was reported that pt is not receiving effective coverage of his shoulder blades. X-ray imagery revealed lead migration. The pt was referred to the physician for advisement on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.